Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition. The pacing inhibition is believed to have contributed to the patient's complaint of dizziness though asystole greater than 2 seconds was not observed. There was no visible lead damage upon chest x-ray. The patient underwent a subsequent revision procedure wherein intermittent loss of capture and low impedances less than 200 ohms were observed. The lead was noted to have sustained some damage during the extraction process. It is unknown if the lead will be returned for analysis. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.